Event description:
It was reported that the patient experienced overdose symptoms following a routine pump replacement on (b)(60 2013. Symptoms included loss of tone and respiratory issues. The symptoms began approximately 6-8 hours post-replacement and the patient became ¿floppy¿ and had to be intubated. The patient¿s dose was turned down to 96mcg/day. The last report was that the patient¿s tone was increasing and they were titrating the dose up. Patient status at the time of the report was alive with no injury. The device system delivered baclofen 2000mcg/ml. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).